Manufacturer narrative:
A4 - unk. A5 - unk a6 - unk.. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2, -18.00 diopter, implantable collamer lens was implanted, removed, and replaced with a same length lens intraoperatively on (B)(6) 2023 from patient's right eye (od) due to lens tear/break during injection/delivery into the patient eye. Patient contact(lens touched the eye), but no patient injury. This resolved the problem. Cause of the event is reported as unknown.